Event description:
A medtronic representative reported that, while in a degenerative disc, posterior lateral 2 level fusion spine procedure, the surgeon was using a 4.75 solera driver mas. During the surgery, the tip of the device became torqued, or twisted, as the screw was being placed. The surgeon had created a pilot hole with a tap, under-tapped by 1 millimeter. As the screw was almost to its final position, the surgeon noted the interface between the screw and driver had begun to weaken. Surgeon removed the driver from the screw and observed the changes to the tip of the driver. A back-up driver was loaded and final positioning of the screw was finished. The final screw placement was deemed acceptable by the surgeon and the procedure was completed without issue, with the use of the navigation system. The product came in contact with the patient. No fragment of the product was remaining in the patient. No further details regarding the damage, or how it occurred, were provided. No patient complications were reported as a result of this event.

Manufacturer narrative:
Correction: per further regulatory review, it was determined that the manufacturer of record for the reported device related to this MDR was medtronic (B)(4). (B)(4) was notified of this reported event.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site. Device lot number not available, as the suspect device was discarded at the site. Device manufacturing date is dependent on lot number, therefore, unavailable. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the solera driver 4.75 was discarded by the site. (B)(4) 2015 - a second medtronic representative, following-up at the site, reported that there was no delay to the surgery and the surgeon used a different instrument, but same style, for the surgery. No parts will be returned to the manufacturer for analysis.